Event description:
Device 2 of 3. Reference MFR report # 1627487-2019-03317. Reference MFR report # 1627487-2019-03319. It was reported that the patient was not receiving effective therapy from the scs system. In turn, the entire system was explanted.